Manufacturer narrative:
Despite efforts, information could not be obtained indicating whether the device will be returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Additional information was later received indicating a revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.